Event description:
It was reported that during an open prostatectomy procedure, there was excessive heat from the active blade of the device. It burned the surgeon's glove and part of the prostate. The device was not sealing the vessels as effectively as previously experienced. No other pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.